Event description:
Information received indicates the right foot siderail not rising due to bent mounting pin.

Manufacturer narrative:
The technician replaced the siderail mounting pin to repair the bed.